Manufacturer narrative:
Event site postal code: (B)(6). Concomitant products: ECMO/pci cardiosave/ cb339452g1 sheath used is an 8fr 10cm made by another company the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after one hour of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated check iab catheter and gas inflow alarms frequently. Blood was then seen inside the iab. The iab was immediately replaced with a new one and the iabp was switched out with another cardiosave to continue therapy. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the iabp under mfg report number 2249723-2023-05137.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).